Event description:
The pt reported she had stopped using her scs system for approx 1 1/2 years. The pt stated she does not feel she needs the system anymore and wants it explanted. The pt also stated she has cancer and needs the system explanted in order to have an MRI and radiation therapy. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.